Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be an acute myocardial infarction that occurred while the patient was at home. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. The patient was connected to the homechoice device and was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.